Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the root cause of the low pump flow was determined to be a cannula kink caused by patient anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp pump cannula kinked due to the patient's anatomy and a small left ventricle/aorta. The procedure was aborted and the pump was explanted. The patient was supported by the intra-aortic balloon pump (iabp). No patient harm was reported.